Event description:
It was reported that during the device replacement procedure it was very difficult to reconnect the competitor leads to the implantable cardioverter defibrillator (ICD). The right ventricular (rv) lead was connected and parameters were acceptable. The left ventricular (lv) lead was not completely inserted into the connector and the only vector with acceptable impedance was lv1. All other vectors had high impedance. A grommet/setscrew problem was suspected. The ICD was implanted. No patient complications have been reported as a result of this event.